Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site to be forwarded to the supplier for further investigation. A device history record review was performed and no relevant findings were identified. The reported complaint of "connector broke during use" was confirmed based on the sample received. The connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported "the top part of the y piece broke off while the tube was placed in the patient". There was an extra tube in the room and the y piece was quickly swapped out. No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the top part of the y piece broke off while the tube was placed in the patient". There was an extra tube in the room and the y piece was quickly swapped out. No patient harm or injury reported.